Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the customer ordered a new display printer circuit board. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump would not power up and the display would not work. No patient involvement or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the iabps at this site are normally serviced by an in-house biomedical technician. The fse troubleshot the iabp and found the grommet for the wire harness at the compressor to be missing, which caused the wires chafing and a direct short to chassis ground. Missing grommet or grommet remains were not located in the cavity of the iabp nor within the compressor assembly. The fse installed the compressor. However the iabp did not boot up. The fse had to install a power supply and a display controller. The fse also had to replace the motor control board. The iabp was able to boot up, but with problems. If the power supply switch was in the ¿on¿ position and the power switch is turned to ¿on¿, the iabp will not start. The hours meter will display hours under all circumstances. The fse returned and found that the iabp had a short in the power supply causing bulk power to be on when turned off. He replaced the keyboard controller, the power supply and the main pcb. The iabp passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump would not power up and the display would not work. No patient involvement or adverse event was reported.